Manufacturer narrative:
H10: neither service nor device history check could be performed since no serial number of the unit involved was provided. Heater / cooler 3t systems in use at that time in the hospital had not yet been updated with the vacuum and sealing. Despite due diligence performed, no response was received from the customer for this case and no additional information could be retrieved. A complaints database review identified no device contamination complaints received from this hospital in the year of the surgery (2016). Through follow-up communication under a previous similar infection complaint that occurred at this same customer in 2015, livanova learned that: the device was cleaned in accordance with the instructions for use valid at the time of the intervention the fan of the device was oriented away from the surgical field single-patient heated mattresses were sometimes used in the past and reportedly the instructions for use were always followed. The washing and disinfection mechanisms have always occurred in accordance with the manufacturer's instructions, as documented by the registers of the operating department. The protocols were modified in 2015, in full application of the contents of field safety notice of june 2015. They were then confirmed following the second field safety notice of november 2016. Until 2016, the water destined for the heater coolers was treated with a disinfectant indicated by the manufacturer; since 2016 a pall filter was used on the terminal dedicated to the heater coolers for filling device tanks and replaced according to the periodicity indicated by the manufacturer. The sampling and testing of the water sources were not carried out at the customer site because they were not required by the regulations of the time. Reportedly the customer observed the national survey on the incidence of mycobacterium chimaera prosthetic infections associated with the use of heat coolers in cardiac surgery, the field safety notice issued by livanova and ecdc guidelines. Since october 2009 the following measures were taken: immediate adoption of the maintenance and disinfection procedure, in compliance with the manufacturer's instructions. Following the first notice, salus hospital proceeded to apply the new disinfection methods, contained in the notice itself and in the new edition of the instruction for use in addition, on (B)(6) 2015 the customer: increased the frequency of disinfections from biweekly to weekly (as indicated by livanova). Positioned the machine as far as possible from the operating field and not oriented directly towards the operating field applied daily replacement of the water in the device tanks. Despite a relationship between the device and the reported adverse event cannot be excluded, no definitive conclusion could be established.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a male patient undergoing an aortic dissection surgery on (B)(6) 2016 was found to be infected by mycobacterium chimaera. Heater-cooler 3t was used in this surgery.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in reggio emilia, italy. Detailed documentation was shared with livanova and analysis revealed the following: patient transferred on (B)(6) 2016 to cardiac rehabilitation department of (B)(6) hospital in (B)(6) to define the chronic cardiological therapy. Asthenia, febrile episodes and eye disorders occurred in the postoperative course to the point that an antibiotic therapy was needed (starting in (B)(6) 2019). On (B)(6) 2019 patient was hospitalized at infectious disease department of ansm in reggio emilia since above described symptoms became frequent and weight loss, diarrhea and cough also showed up. Pet (positron emission tomography) analysis revealed hypercaptation of the prosthesis and the blood culture came back negative apart from single detection of propionibacterium acnes gram+ bacterium. On (B)(6) 2019, acute episode of kidney failure and acute hepatitis occurred with final diagnosis of dress syndrome (drug rash with eosinophilia and systemic symptoms) from antibiotic therapy. This was put in causal relationship with infectious disease following surgery. On (B)(6) 2019, patient infection with m. Chimaera was found out. Patient underwent on (B)(6) 2019 a second surgery for the replacement of infected prosthesis with a new one at (B)(6) hospital in (B)(6). Postoperative course was uneventful with a good cardiological profile. Antibiotic therapy to eradicate infection with chimera was continued until (B)(6) 2021 when patient became negative. A temporary biological damage was confirmed to the patient from (B)(6) 2019 to (B)(6) 2021 (negative chimera results) as well as a permanent biological damage (mycobacteriosis prophylaxis quod vitam, reduced vision capacity, dress syndrome, epilepsy in the farmacological treatment subsequent to aortic prosthesis replacement). A 25% final percentage of biological damage was valued. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.